Manufacturer narrative:
A ge service representative performed an onsite investigation. Assistance was provided to adjust and align the new collimator and testing of the dose settings and dose area product. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there were collimator potentiometer errors on boot up. The physics report showed the dose values were incorrect and the system's dose area product needed adjusting and that the images sector dosages needed to be confirmed. No pt injury was reported.